Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The device was received fully deployed. No abnormalities were seen in the download data. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It could not be conclusively determined when this damage occurred.

Event description:
It was reported the patients blood glucose level rose to 318 mg/dl while wearing the pod between 4 and 24 hours. Patient reported leaking at the infusion site. As treatment the patient replaced the pod.